Event description:
It was reported that the patient recently experienced a fall. The ventricular lead had high impedance and no capture. The atrial lead also had high impedance and exhibited some noise. It was thought that the device header block may also have been affected by the patient's fall. The two leads and device are still in use but will be changed in the near future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient recently experienced a fall. The ventricular lead had high impedance and no capture. The atrial lead also had high impedance and exhibited some noise. It was thought that the device header block may also have been affected by the patient's fall. It was later reported that at surgical intervention the leads tested normally. The device was explanted and replaced and normal function was observed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned to the lab due to company advisory and system upgrade. The no output condition at lab testing was the result of lifted hybrid bond wires. Wire lifts occurred post explant. Device is not at eri. Performance data collected from the device was analyzed and there was high impedance noted on the atrial lead.